Event description:
It was reported that a patient presented for a lead revision. The right ventricular lead exhibited noise; fluoroscopy revealed lead fracture. The lead was capped and replaced. The patient was in stable condition post operation, and would continue to be monitored.